Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with 325cc mentor memorygel breast implants experienced bilateral baker grade iii capsular contracture post procedure. The patient noticed the breasts dropping and the capsular contracture was confirmed by a physician. As a result, bilateral prosthesis replacement with 375cc mentor memorygel breast implants was performed on (B)(6) 2022. See 1645337-2022-01187 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on february 10, 2022. Additional information was received on february 11, 2022. The event date was clarified to be (B)(6) 2021. The investigation of the returned device and photograph were completed by the failure analysis lab on february 17, 2022. Device evaluation summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).